Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported by the reporter that they checked the patient¿s dexcom receiver and it was reading high. However, it was stated the receiver did not provide the patient with an audio alert notifying her to her hyperglycemic state. No patient symptoms were reported. The patient was taken to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 400 mg/dl while the cgm was still reading high. The patient was treated with IV insulin. The patient was discharged after being in the ER for less than 24 hours. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.